Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The air/water cylinder unit of the subject device and the foreign material were returned to olympus medical systems corp. (Omsc) for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that the foreign material came from a protein based on a component analysis. The exact cause of the reported event could not be conclusively determined. There was a possibility that the reported phenomenon was attributed to an insufficient reprocessing of the subject device by the user.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed by the user that at unspecified timing the air-feeding function of the subject device did not work properly. The subject device was returned to sorc. Sorc checked the subject device and found that blood came out from the air/water cylinder of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.